Event description:
Pt's aorta was irregular in shape. Deployment of the zenith device noted the graft appeared to zig-zag when deployed. Post deployment angiogram of the graft visualized a proximal type I endoleak and a type iii endoleak of undetermined origin. Initially, the type iii endoleak was thought to be originating at overlap junction of the main body limb and the ipsilateral leg. An ultrasound performed revealed the type iii endloeak viewed originated in the graft material proximal to the third stent body in the ipsilateral limb. Under ultrasound the graft appeared to flap with the pulse of blood through the aorta. The proximal type I endoleak was resolvedby deploying a main body extension at the proximal sealing stent and molding the graft to the vessel wall. An iliac leg extension was deployed within the ipsilateral limb occluding the graft tear viewed above the bifurcation of the main body.